Manufacturer narrative:
A review of lot file b318 was performed. There were no nonconformances or alarms associated with this event type reported. This lot met all release requirements. A review of complaints received for lot # b318 was performed. There was (B)(4) other complaint reported for a photoactivation leak for this lot at the time of the investigation. No trends were detected. Service order # (B)(4) feedback: field engineer cleaned all blood after leak. Leak test and section 7 checkout passed. Repairs have returned this instrument to expected operation. This assessment is based on the info available at the time of the investigation. The photoactivation plate was received for review and the complaint was confirmed. The root cause of the crack is suspected to be shipping and handling damage. Due to the undetermined source of the shipping damage and very low occurrence of cracked plates, no action is required. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4). Refer to CAPA # (B)(4).

Event description:
The customer reported a photoactivation module blood leak. Name of complainant: same as reporter. Customer reported a blood leak occurred in the photoactivation module, causing an alarm # 8 during final reinfusion, so the treatment was aborted and no blood in the kit at that time was returned to the pt. Service order # (B)(4) was dispatched for the inspection of the instrument. The customer returned the photoactivation module and smart card for investigation.